Event description:
It was reported that a revision surgery was performed due to a shell implanted retroverted, causing the implant to dislocate.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and based on the complaint details and communication, the root cause of the ¿washout¿ and poly revision 11 days post-implantation was due to the reported infection((B)(6)). The revision was reportedly due to pain secondary to dislocation which along with the metallosis was reportedly a result from the retroverted shell and ¿surgeon error¿((B)(6)). The patient impact beyond the two revision procedures, probable antibiotic therapy, possible prolonged hospitalization, and an expected brief post-op rehabilitation phase cannot be concluded. No further medical assessment can be rendered at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to a dislocation and metallosis.